Event description:
Customer reported device =>250 mg/dl. Customer felt light headed and at 5 pm went to the e.r. (ER). Hospital device =30 mg/dl. Customer was treated with glucose and orange juice before released 3 hours later. No controls used. Strips were expired. A request was made for a return product and replacement product was sent.